Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Customer declined to complete any additional troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.